Manufacturer narrative:
Date of event: unknown, used the first day of the aware month.

Event description:
It was reported that the patient had the artificial urinary sphincter removed as the device was not inflating and closing the urethra. A new artificial urinary sphincter was implanted. No patient complications were reported.